Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Charger started on to burn...started smoking - oral-b [device catching fire] breaker blew - oral-b [device electrical finding]. Case narrative: consumer via social media stated that the oral-b toothbrush charger started to burn and was smoking last night. Then the breaker blew. No injury was reported. 06-jul-2023 follow up via picture: the suspect product lot was 402. No injury was reported.